Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has an empty insufficient alarm parameter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a pneumatic system insufficient vacuum alarm confirmed in the logs. Fse replaced the manifold drive, (k6/k7/k8) performed, calibration of pressure transducers. The device has passed all performance and safety tests according to specifications. The device was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has an empty insufficient alarm parameter, "pneumatic system insufficient vacuum alarm". There was no patient harm.

Manufacturer narrative:
Corrected data: h6 (clinical, problem and impact code). Updated data: e1 (initial reporter and email).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a